Manufacturer narrative:
Device eval by manufacturer: a pusher wire, a coil and an introducer sheath were returned for this complaint. The coil and pusher wire arms were interlocked within introducer sheath. The twist lock of the introducer sheath had been opened. The introducer sheath was inspected and no anomalies were noted. The pusher wire was inspected and was found kinked near the interlocking arm. The coil zap tip was found detached from the rest of the coil, in addition it was not returned. The coil was returned stretched near the zap tip end. Microscopic inspection of the pusher wire found the proximal end has a smooth surface and the interlocking arm was had no anomalies. Microscopic inspection of the main coil zap tip found it was detached from the rest of the coil. The interlocking arm was inspected and no anomalies were noted. The dimensions that could be measured were within specification.

Event description:
Reportable based on device analysis completed on 21-dec-2018. It was reported that interlock couldn't cross the mirco catheter. The target lesion was located in the lung. A 2d 3mm x 12cm interlock was selected for use. During the procedure, it was noted that coil couldn't cross the mirco catheter while inserted into the patient and was stuck in the catheter. The coil and catheter were then withdrawn together. The procedure was completed with another of the same device. No patient complications reported and patient's status was stable. However, device analysis revealed that the zap tip was detached and was not returned.